Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown,

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2019 and barbed suture was used. During the procedure, the suture broke. Both a regular suture grasper and a maryland grasper were used during the procedure. There were no patient consequences reported. Additional information was requested.